Event description:
It was reported that the asymptomatic patient presented via remote transmission showing non sustained lead noise due to post-paced t-wave oversensing. Recommended programming changes were made with no further events.